Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning in (B)(6) 2013, patient has experienced a rash and itchiness under the sensor adhesive patch. Upon removal of the most recent sensor on (B)(6) 2013, patient experienced blistering and bleeding at sensor site. Patient consulted with a physician on (B)(6) 2013. Physician prescribed hydrocortisone cream to be applied at the site. At the time of her call to dexcom technical support, patient reported that site is red but that she is in fine condition.